Event description:
Overdelivery reported. The pump was set to infuse an unspecified hydration solution at 100 ml/hr. A 1000 m; IV container was started at 3:35am, and at 5:00 am there was 550 ml remaining. The infusion was continued, and by 7:00am the container was empty. The pt tolerated the infusion well and did not experience any adverse effects. He had been admitted for 23 hour observation with IV delivery, and he was discharged as anticipated without any delay.

Manufacturer narrative:
The reported problem could not be duplicated. There have been no death or serious injury code 103 (overdelivery) reports for the last 12 months for this list number.